Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the screen freeze when user tired to pull medication. A field service engineer replaced the all-in-one to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis ciisafe was experienced a screen freeze while retrieving medication. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.